Manufacturer narrative:
The device involved in the event will not be returned as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 15mm x 8mm. After deployment of two pipelines, the physician decided to deploy a third pipeline for additional coverage of the aneurysm neck. During deployment of the third pipeline, it was reported that the pipeline was twisted so balloon angioplasty (an option presented in the instructions for use) with a hyperform and non-compliant balloons were used to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).